Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is implanted and was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported after implantation of a stent for a patient's aneurysm in the va, poor blood flow was noted in the distal end of the stent. This was confirmed with a cone beam CT which indicated that the proximal part of the inner mesh of the stent was not fully open. Angiography was performed and indicated a blockage in the proximal part of the stent. Pta was performed, and blood flow was recovered. The procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
Correction: h.6: component code: delete 4755 and add 515. Type of investigation: add 4112. Investigation findings: delete 3221 and add 3211. Multiple dsa, still shots and cone beam CT images were provided. Oblique subtracted dsa images of the left vertebral artery show an approximately 10 mm v4 segment superior pointing aneurysm. Maximal parent artery measurements proximal and distal to the aneurysm are: 3.28 mm proximal and 2.98 mm distal. There is a 90 degree bend of the vertebral artery at the neck of the aneurysm. Subsequent subtracted dsas show a microcatheter positioned in the mid basilar, then the coiled aneurysm with a fred in the v4 segment, from proximal to the aneurysm to distal. The inner braided layer is beaked/fishmouthed with small clot filling defect outlining the braid. The proximal radiopaque markers are fully opened. Then a microballoon catheter/wire combination is seen coming from the contralateral vertebral artery, crossing the stent retrogradely; the balloon is inflated in the proximal stent at the site of the braid fish mouthing. A post pta subtracted dsa shows that there is no more fish mouthing. Cone beam cta before angioplasty shows the fish mouthed inner braid causing a severe stenosis. Post pta cone beam cta shows resolution of the fish mouthing. The cause for the proximal braid fish mouthing is not evident on the images. The physical device was not available for evaluation. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have caused of contributed to the reported event.